Manufacturer narrative:
The customer will not be returning the device for evaluation. The device was repaired by the user facility. (B) (4)

Event description:
The customer contact reported the ac receptacle is "burned." Reportedly, when the device was plugged into the electrical outlet, the device "short circuited." During testing of the device by the user facility, the ac receptacle located on the back of the device was reported to be "burned." There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.